Event description:
(B)(4). Essure implanted in 2009. (B)(6) 2015 during a uterine biopsy the doctor pulled out a coil that must have migrated. Since then my symptoms have worsened severely. I have debilitating pain in my pelvic area, lower back and hips. Chronic fatigue, nausea, headaches, constant itchy skin, extremely sore breasts, bladder issues, bowel changes, heavy and painful periods, latest additional is a perpetual "yeast infection".